Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio flex meter was reading inaccurately erratic. The following complaint was classified based on information obtained from the customer service representative (csr) documentation as well as additional information obtained during a follow up call with the patient. The patient was unable to report when the alleged inaccuracy issue with the subject meter first began. The patient claimed obtaining blood glucose readings of ¿403 and 327 mg/dl¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls within lifescan¿s criteria for precision. The patient reported that he manages his diabetes with a self-adjusted dose of insulin (type unspecified) and claimed that in response to the alleged high result of ¿403 mg/dl¿ he took an additional dose of insulin. The patient claimed that an unspecified time later he developed symptoms of hypoglycaemia, specifically ¿cold sweating and fading sight¿. The patient reported self-treating his symptoms by eating a piece of chocolate. During troubleshooting, the csr was unable to walk the patient through performing a control solution test as the patient did not have any control solution at the time of the call. The patient declined to have his products replaced. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an additional dose of insulin based on alleged inaccurate readings obtained with the subject meter.